Manufacturer narrative:
The cause for the (B)(6) discordant results is unknown. The reagent readypack (pack-ID (B)(4)) was questioned and discarded. The (B)(6) assay was recalibrated with new reagent readypack from lot 063 on the advia centaur xpt. The quality control was run and the values were in range. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the interpretation of results section: "· nonreactive: samples with an initial value of less than 8 miu/ml are considered nonreactive (negative) for antibodies to hbsag. Reactive: samples with an initial value greater than or equal to 12.0 miu/ml are considered reactive (positive) for antibodies to hbsag. Samples with an initial value greater than or equal to 8 miu/ml and less than 12.0 miu/ml will be flagged for retest. These samples should be retested in duplicate. After retesting, if at least two (2) results are greater than or equal to 10.0 miu/ml, then the sample is considered to be reactive. If at least two (2) results are less than 10.0 miu/ml, then the sample is considered to be nonreactive. Sample results are invalid and must be repeated if the controls are out of range. Samples with calculated values of 10.0 miu/ml or greater are considered reactive (positive) in accordance with the clsi guidelines and based on the who international standard for anti-hbs serum as an indicator of immune status and a cutoff value to detect most seropositive persons. The cutoff for the advia centaur anti-hbs2 assay was verified based on correlation with who standard (1st international reference preparation (B)(4) and data generated from the results of the clinical studies."

Event description:
A (B)(6) advia centaur xpt (B)(6) result was obtained for a patient sample. The patient sample was repeated on the same instrument and the result was in the retest zone. The patient sample was then repeated on the advia centaur xp system and the result was in the retest zone. The quality control (qc) was run again on the advia centaur xpt (affected system) and the negative control was out of range. All the patients run on that day were repeated on the second instrument (advia centaur xp). A second patient that had an initial (B)(6) value, repeated (B)(6) on the advia centaur xp. Both the results that were questioned were run on the same reagent readypack. The reagent readypack was discarded. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) results.